Event description:
It was reported to philips that thin clients access the repository as they see direct access to the app server from the clients as a security risk. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Philips has started an investigation of this complaint.